Manufacturer narrative:
Additional device analysis for the lead revealed all conductors were broken 21.8cm from the distal end.

Manufacturer narrative:
Device analysis for the unknown lead revealed the lead body conductor broken at anchor site unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead, (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via the manufacturer representative the patient lost stimulation (which resulted in return of pain) and that the impedances were above 10,000 ohms. A surgical intervention occurred; the lead was explanted and replaced on the day of the report. Before the intervention, additional impedance readings confirmed the abnormal impedances as stated by the physician. During the intervention, the same high impedances (above 10,000 ohms) was confirmed when the lead was disconnected from the implantable pulse generator (ipg) and connected to the "snaplid" and checked directly with the clinician programmer. The impedances returned to normal when the new lead was reconnected to the ipg. The issue was resolved. After the explant, the bumpy anchor was removed from the lead to look visually for possible breakage of the lead. It was suspected there was interruption of the lead at the anchor site; a lead breakage was suspected. Additional information received (about two weeks after the lead replacement) indicated that the patient was doing well and the therapy was effective.